Event description:
It was reported that a patient had multiple levels of sp fix plates and barrels placed. The top level which was a double tab locking plate which became separated from the barrel.

Manufacturer narrative:
No part was received, so no physical evaluation could be conducted. No adverse effects to the patient were noted based on the event evaluation form (attached). No DHR evaluation could be completed because no lot number information was provided. A call with the rep revealed the issue was identified post-operatively. The rep was not present for the case. X-ray images were requested, but none were received. No information was available regarding which levels sp-fix implants had been used on. It was known that there were multiple levels of sp-fix plates and barrels placed. This is an off-label use and could have contributed to the failure. The surgeon took out the sp-fix plates and put medtronic pedicle screws in instead. The rep suggested an error could have arisen from the surgeon adjusting the multiple implants in-situ. The most likely cause from the information provided is improper implant placement as post-op trauma is unlikely. This complaint will be reopened for further investigation if more information is received. This evaluation determined that this failure was within the expected risk profile; therefore, no further actions will be taken at this time.

Event description:
It was reported that a patient had multiple levels of sp fix plates and barrels placed. The top level which was a double tab locking plate which became separated from the barrel.

Manufacturer narrative:
All parts noted in the complaint were received. An image has been uploaded to the jira ticket. Visual evaluation of the components revealed two barrels in the unlocked position and one in the locked position along with its respective pivoting plate. All components show wear that is consistent with normal usage and operation. The tip of each ratcheting rod has been cut off, with marks consistent from the ratcheting rod cutter, provided in the instrument set. This aligns with proper technique is not unusual. DHR files for all lot numbers and parts were obtained and evaluated. No deviations to processing and no ncr's were found. A search of the CAPA and scar records did not reference this product family. All materials used met specifications. All drawings were reviewed and were found to be accurate. All lots appear to have been manufactured as intended. It was known that there were multiple levels of sp-fix plates and barrels placed during the index level surgery. This is an off-label use and could have contributed to the failure. The cause cannot be established at this time. No further actions will be taken at this time. This complaint will be reopened for further investigation if more information is received. The following sections were updated for this supplemental report: b4, d4, d9, g3, g6, h2, h3, h10.